Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the stylet would not pass through the lead. The lead was not implanted, and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that stylet was not returned with the lead. Test performed using the stylet sample in rpa lab, result was passed. The stylet could be passed completely through the coil lumen without obstruction.